Manufacturer narrative:
During the eval of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The MFR rec'd info alleging a ventilator's internal battery would not charge. There was no harm or injury reported.